Event description:
It was reported that the patient was presented to the emergency department with syncope, but no episodes were recorded on the implantable cardiac monitor (icm). The patient bent over and the icm moved causing pain. The physician decided to remove the icm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found.